Event description:
The pt returned from the cath lab with "reo-pro" to be infusing through channel two of the pump. However, it was discovered that the appeared to be operating, but the solution container remained full. A bolus of heparin was given and "reo-pro" was restarted using a different infusion pump and IV set. The pt complaint of chest pain and was returned to the cath lab the same day. It was commented that the pt was at high risk of closure of the coronary artery before the initial infusion of reo-pro was started. The pt underwent ptca, ntg started, and a stent was later placed. The pt was discharged two days later in "good condition." The reporter stated that due to the pt's condition prior to the infusion being started it is difficult to determine if the reported occurrence contributed to the need for ptca.